Event description:
It was reported that no audio output occurred. On (B)(6) 2023, the patient experienced loss of consciousness. There were no patient symptoms recorded prior to the loss of consciousness. There was no documentation of bg or cgm reading at the time of the event. The patient was transported by ambulance to the emergency department. The hypoglycemia was treated with a dextrose IV and the patient recovered after treatment. The patient experienced rebound hyperglycemia with cgm >400 mg/dl and was also treated with insulins. At some point during the event, the bg was 300 mg/dl. The patient was admitted for 2 days. There was no documentation of further medical evaluation of intervention. At the time of the report, the patient was in normal condition. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.